Event description:
Customer reportedly received the following blood glucose results on the advantage system within 10 minutes: 260 mg/dl, 128 mg/dl, and 543 mg/dl; and 492 mg/dl and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.